Event description:
It was reported that during a ptca, the balloon ruptured and the physician experienced removal difficulties. The entire system was removed from the pt and it was noted that there was a small dissection of the femoral artery. Pt status is listed as "stable".